Event description:
One patient sample with discrepant results. Initial creatinine 0.1 mg/dl. Repeat 2.7 mg/dl. Initial glucose 2 mg/dl, repeat 151 mg/dl. Initial calcium 0.4 mg/dl, repeat 9.6 mg/dl. Initial creatinine kinasa 5 u/l, repeat 208 u/l. Creatinine was the only erroneous result reported. Patient was not adversely affected. The field service representative determine the sample probe was bent and adjusted the probe. Performance tests performed which were within specification.